Manufacturer narrative:
(B)(4). The insulin pump was received with motor error alarm during the occlusion test and unable to prime during the prime test due to faulty force sensor system. The pump passed the operating currents measurement, self test, unexpected error test, rewind, basic occlusion test and displacement test. Unable to perform the no delivery test due to motor error alarm. Motor passed motor test. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 145 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.